Event description:
It was reported that an em2400 valve set leaked lipids from port 1 while in use on an automated compounding device. This was found during programming/set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing facility: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.